Event description:
Reportable based on device analysis completed on 29mar2022. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damaged noted with the middle and distal stent found to be stretched. Stent was moved in a distal direction off its crimped position. The stent showed movement and was not set between the proximal and distal marker bands. Unable to get stent outer diameter due to the damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.